Event description:
Caller reported an alarm related to an occlusion event earlier in the day. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide such information. In response to the issue, the customer changed the trusteel infusion set and cartridge, resumed insulin, and decided to use insulin pens temporarily. Technical support advised the customer to contact them when experiencing occlusion and suggested following up with a healthcare professional if the issue persists.